Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge.